Event description:
It was reported that at a post implant follow-up, the ventricular lead exhibited noise, oversensing, and loss of capture. The patient was not pacemaker dependent.

Manufacturer narrative:
Na